Event description:
On (B)(6) 2011, a vns treating physician's nurse reported that the vns patient was seen by them yesterday and a high impedance warning message came up when the patient was interrogated. The physician turned the patient up from an output of 1.5 ma to 2.5 ma and the patient was complaining of feeling painful stimulation in the neck at the electrodes. He turned the patient back down to 1.5 ma and the patient no longer felt any painful stimulation. The manufacturer's consultant visited the physician's office and the patient came in again for evaluation. The patient's generator was interrogated again and the high impedance warning message was again received. A system diagnostics test was performed which showed lead impedance=high/impedance value >10,000ohms/ifi=no. The patient is still receiving stimulation however and is at output = 1.5ma/frequency = 30hz/pulse width = 250usec/on time = 30sec/off time = 3min/magnet output = 1.5ma/magnet on time = 60sec/magnet pulse width = 500usec. They know the patient is still getting some stimulation since the patient's voice fluctuates with stimulation; this is normal for the patient. The manufacturer's consultant stated that x-rays would be taken and sent to the manufacturer for review. The patient was reported not to be feeling any pain whatsoever. The physician decided to leave the patient programmed on despite the manufacturer's recommendation to turn it off. The patient is being referred for revision surgery. It was also reported that the patient wants to have brain surgery independent of vns. The patient's x-rays were received by the manufacturer and during the x-ray review, whether the lead wires were intact at the connector pin could only be confirmed for one of the lead pins, the other was unable to be assessed due to poor contrast of the x-ray image. The lead pins could be visualized past the connector blocks and therefore appeared to be fully inserted. Based on the x-ray received, no gross lead discontinuities or sharp angles appear to be present. However, an unpronounced lead fracture cannot be ruled out. Using the battery longevity tables, with the patient's settings the patient has about 10 years left until end of service with his battery. Although revision surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(6) 2011, when it was discovered that the patient had a surgery consultation on (B)(6) 2011. The patient's device was disabled because the patient was still feeling painful stimulation in the chest area. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Analysis of programming history. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was later reported by a medical professional that the patient experiences periodic neck pain when his dbs device is turned on. The dbs was turned off and symptoms resolved. It was stated the patient elected not to revise the device. No known surgery has occurred to-date. Additional relevant information has not been received to-date.

Event description:
It was reported that the patient is scheduled to have the device removed. No known surgery has occurred to-date.

Event description:
Follow-up from the physician¿s office was received (B)(6) 2016 and provided that the vns was still programmed off. The pain was not suspected to be due to the vns, but pain was experienced on the same side as the vns when the dbs goes off. It was decided to remove the device due to the continued complaint from the patient, even though vns was not expected to have been causing the pain. The generator and the entire lead were removed on (B)(6) 2016, and it was stated the patient has not complained regarding the pain since explant. The explanted generator and lead was received for analysis, which is underway, but has not been completed to-date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed for the generator. The device output signal was monitored while placed in a simulated body temperature environment. Results showed no signs of variation in the output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The diagnostics were as expected for the programmed parameters. A comprehensive electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.989 volts and was not at end-of-service. The downloaded data revealed that 23.935% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis was completed for the returned lead. Abraded openings were noted on the outer silicone tubing. The reported lead fracture was not verified within the returned lead portion. Note that since a portion of the lead including the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.